Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one atlas gold pta device has returned for evaluation. On the visual evaluation of the device, it appeared bloody and consist of two detached segment which contain the balloon and catheter. No other specific anomalies noted. No functional evaluation performed due to the condition of the device. Therefore, the reported detachment of device component as confirmed as two detached segment returned for evaluation. A definitive root cause for the alleged detachment could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 12/2022), g4. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly detached from catheter. It was further reported that additional intervention was required to complete the procedure. Patient status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date (12/2022).

Event description:
It was reported that during an angioplasty procedure, the pta balloon catheter was allegedly broken into small pieces. It was further reported that additional intervention was required to complete the procedure. Patient status was unknown.